Event description:
The customer reported that the left monitor (live image) intermittently would not display. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. The system operates as intended.